Event description:
The facility representative reported "no power and replaced battery and ac power cord, no light when plugged in goes through self test but then screen goes blank" (shuts down after the self test) on an as50 pump. This condition occurred during set-up. The area where this event occurred is the level two nursery. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 433 mg/dl and 197 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.